Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found via fluoroscopy imaging that the right atrial (ra) leadless pacemaker (lp) exhibited micro-dislodgement, and a stretched helix was noted. The ralp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.